Event description:
It was reported that during a pacemaker placement procedure, the whisper guide wire (gw) was advanced without issue; however, while the pacemaker was advanced over the gw, resistance was felt and the pacemaker lead became caught with the whisper gw tip, resulting in the whisper tip separating in the pacemaker. The tip of the gw remained inside the pacemaker lead in the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment nonconformities. The electronic lot history record (elhr) revealed no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effect is likely due to operational circumstances. In this case, it was reported that a pacemaker encountered resistance when advancing over the guide wire. Factors that may contribute to difficulty advancing/removing the pacemaker over the wire include, but are not limited to, inner diameter of the pacemaker, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the pacemaker or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the devices, when resistance was encountered, possibly contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.